Event description:
It was reported that the device experienced a power button malfunction during testing. During investigation found the air detector sensor damage. This malfunction makes the event reportable. There was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device experienced a power button malfunction during testing. During investigation found the air detector sensor damage. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the air detector dent. The complaint of power button issue was confirmed during power up. The probable root cause was the power button has sustained physical damage causing an intermittent failure.